Event description:
New information received notes that prior to explant, dfts failed to rescue the patient and external defibrillation was required.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. Noise and r-wave double counting were also noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.